Event description:
A malfunction alarm was reported with a pump, and it was identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.